Event description:
The patient's device system was replaced due to the neurostimulator reaching end of service and a lead fracture. Additional information has been requested.

Manufacturer narrative:
(B) (4).